Event description:
Boston scientific received information that during an device replacement procedure, the right ventricular (rv) lead displayed high out of range shock impedance measurements with this newly implanted device in a double coil shock configuration. Retesting of the shock impedance measurements in a single coil configuration revealed a measurement within acceptable labeling guidelines. Defibrillation threshold (dft) testing was performed and the arrhythmia was successfully terminated with a shock of 31 joules in a single coil configuration. The shock impedance measurement 89 ohms. The rv lead and device remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.